Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed per specification due to high readings. Also, found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
Customer reports a difference of 118 points between her sensor glucose and blood glucose and she also experience lost sensor. Customer's most recent blood glucose was 177 mg/dl. Troubleshooting was performed and determined that a threshold suspend was triggered. Also it was found that the sensor was bent. No further information was provided.